Manufacturer narrative:
(B)(4). This report was received from a consumer via the baxter patient support program. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by diarrhea. The cause of peritonitis was not reported. On an unreported date (two to three months ago), the patient was hospitalized for the peritonitis. On an unreported date, the patient began treatment for the peritonitis with unspecified anti- inflammatory drugs (doses, frequencies and routes not reported). At the time of this report, the peritonitis was resolved, the patient was recovered and dianeal therapy was ongoing. No additional information is available.